Manufacturer narrative:
The device was returned to the MFR (MFR) and has been analyzed as follows: no anomalies were seen on the exterior surface of the device, including the device center and sideport septa. The 10" device catheter showed no cuts, tears or holes on the silicone tubing. Leak testing of the device confirmed that the device did not leak. The device flowed within the MFR's original flow rate specs as rec'd and the device functioned as intended during the MFR's analysis of the device. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR's analysis of the device, the report of "difficulties with the device" could not be confirmed. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.

Event description:
The device was implanted in december, 1992 for spinal infusion of morphine. The predicted flow rate for this device is 1.7ml/day. On 07/08/97, the MFR rec'd a report from its dist in finland concerning difficulties with the MFR's implantable infusion device, which required explantation. On 07/09/97, the MFR rec'd another report from the dist which further clarified that the difficulties began in december, 1996. The dist reported that this is the second MFR's device which this pt had implanted. (Please reference MDR report #1219454-1992-00174 for add'l info concerning the explant of the first device.) The dist also reported that during a two mo period, the device "infused irregulary-between 1.7ml/day-3.8ml/day. It then functioned normally for a while and recently began functioning irregularly again." The dist further reported that further details would be faxed to the MFR at a later date. No further details were provided at that time.